Event description:
It was reported through the litigation process that, on (B)(6) 2011, a patient underwent a port placement procedure using a powerport isp m.r.I. Implantable port via right jugular vein for long term IV access for iron infusions. Approximately ten months and twenty four days later, on (B)(6) 2012, the patient was diagnosed with methicillin resistant staph aureus bloodstream infection due to the implanted port device. Subsequently, about two months later, on (B)(6) 2012, the port was removed. However, the current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. The investigation is inconclusive for the reported mrsa as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.